Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-03037. It was reported the patient experienced ineffective stimulation due to the leads being fractured. As a result, surgical intervention was undertaken at an unknown date wherein the entire scs system was explanted to address the issue.